Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the guidewire interacted with the stent strut and the stent dislodged from the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was 75% stenosed, moderately angulated, moderately tortuous and severely calcified. The stent could not arrive at the target lesion.

Manufacturer narrative:
The synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the guidewire interacted with the stent strut and the stent dislodged from the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was 75% stenosed, moderately angulated, moderately tortuous and severely calcified. The stent couldn't arrive at the target lesion.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the guidewire interacted with the stent strut and the stent dislodged from the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.